Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Due to corrosion on plug unit, the image was not displayed. A scope malfunction of error 218 occurred due to short of the circuit board unit. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on plug unit. A root cause could not be identified. Based on the results of the investigation, it is likely dust/dirt, degradation, and an electrical issue led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had image disappearance with electrical interference. The issue occurred during preparation for use and before the patient was in the room. There was no report of patient involvement.